Event description:
The user reported having no hearing sensation with the device. Reportedly diagnostic imaging shows the electrodes to be out of the cochlea.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported having no hearing sensation with the device. Per additional information, this was the case since activation. Reportedly diagnostic imaging obtained on (B)(6) 2022, shows the electrodes to be out of the cochlea. It was also reported that the users tinnitus improves whilst wearing the audio processor. Re-implantation was initially scheduled for on (B)(6) 2022. However, it was later postponed and no new date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the information received, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea, as confirmed by post-operative diagnostic imaging. Re-implantation is considered but no date has been scheduled yet.